Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. According to the IFU, the 24 fr sheath requires an outer diameter of 9.1 mm. The IFU also states: do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2017, the patient underwent emergent endovascular repair of a thoraco-abdominal aortic aneurysm rupture using two conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, the celiac artery was coil-embolized and cannulation was made to the superior mesenteric artery (sma). A 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/16264454) was advanced from the right superficial femoral artery and two endoprostheses (proximal: tgu404020j/15343981, distal: tgu343420j/15912722) were deployed just distal to the left subclavian artery and extending to the sma. It was reported a bare-metal stent was also implanted in the sma to provide perfusion to the vessel. Intra-procedure imaging revealed a distal type I endoleak on the tgu343420j. It was reported a gore® viabahn® endoprosthesis was additionally implanted into the existing bare-metal stent. The endoleak was not completely resolved. Upon withdrawal of the sheath, vessel rupture was revealed from the right external iliac to the right superficial femoral arteries, and the patient¿s blood pressure dropped to 50mmhg. It was reported there was several calcified portions in the patient¿s access vessel and the physician felt strong resistance while advancing the sheath. An occlusion balloon catheter was advanced into the ruptured site in cross-over approach, and gore® excluder® aaa endoprosthesis contralateral leg and iliac extender components were implanted in the ruptured site. The patient¿s access vessel was also replaced with a surgical graft. The patient tolerated the procedure.